Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Nurses reported they have experienced no flow at the upper y-site of the clearlink continu-flo solution set while attempting to deliver an unknown piggyback infusion. There was no specific event information provided. The condition occurred during patient use. There was no patient injury or medical intervention reported. No further information available.